Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the biorad urine phosphorus level 2 control is out of range low when tested on the architect c8000. The issue was resolved by recalibrating the phosphorus assay using a different reagent lot. There was no report of incorrect patient results or impact to patient management.